Event description:
It was reported that the pump showed last error code 1870. According to the report the event did not occur during patient use, and no one was harmed as a result of this event.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history log was reviewed, and it was found error 1870 several occasions. Functional testing revealed alarm 1270. The software was updated, device tested again, and a different error 1870 occurred. It was then observed that the motor did not turn. The gears were obstructed due to dirt in the tooth of the gear that caused stuck the movement between the gears. The gears were cleaned and the pump then passed all testing.